Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon was firing the device and clips would not form correctly. They completed the procedure with a device from a different lot number. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results of device (a) found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Based on the positioning of how the advancer component and the pear shaped clip were received, in addition to the closed jaws, it can be concluded that the most likely cause of the reported malformed clips was due to a bypass of the advancer. The analysis results found that device (b) was returned inside its original package. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The clips were evaluated with the funnel gage and they were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (c) was returned inside its original package. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The clips were evaluated with the funnel gage and they were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. (B)(4).